Event description:
It was reported by sales rep that during a shoulder arthroscopy surgery on an unknown date, it was observed that the arthsco, 4/140_30_qik/strkr hub endoscope device appeared to be damaged as there was a scratch on its lens. During in-house engineering evaluation, it was determined that the image was cloud and foggy on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was damaged, there was a scratch in lens. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: damage to the distal tip, objective, window, light port and optics. Tube was bent and dented, image was cloud and foggy, minor scratches on the unit. The parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/ or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.